Manufacturer narrative:
The glucose reagent lot number is 73448901 and the expiration date is 31-oct-2024. Calibration was last performed on 23-feb-2024. The qc recovery data provided was acceptable. The alarm trace showed sample foam detection, abnormal aspiration, and abnormal liquid level errors. The field service engineer (fse) found that the analyzer was not rinsing properly due to water contamination and performed a complete decontamination of the system. The fse cleaned the sample probe and adjusted rinse volumes. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient plasma sample on a cobas c 503 analytical unit. The initial glucose result was estimated to be 20 mg/dl. The customer questioned the low result and was prompted to repeat the sample. The sample was repeated on another line and the result was 154 mg/dl. No questionable results were reported outside of the laboratory.